Manufacturer narrative:
The reported malfunction of "unable to capture the patient's heart rhythm" was determined to be due to the patient was in a cardiac standstill for an extended period of time prior to the attempted pace. No capture could be achieved if there was no cardiac output/rhythm. The actual electrodes from the event were not available for evaluation. Instead, retained samples of electrodes from the same lot number 2815 were evaluated for "would not adhere well to the patient's skin". The electrodes passed an adhesive peel test within specification and reflected excellent bonding capability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a female patient (age unknown) that was asystole for an extended period of time, the device failed to capture the patient's heart rhythm. The complainant indicated that the electrodes were not well adhered to the patient's skin and may not have been positioned on the patient as shown on the packaging. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.